Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen 3 months ago in a different clinic for bleeding from his right ear and an open fistula over the implant body. Additionally, the current clinic also discovered the posterior wall of the outer ear to be open, likely to due to necrosis. This was confirmed via CT imaging. The CT showed that the mastoid portion of the electrode was visible through the tympanic membrane. Reportedly, the user had good hearing results until april 2022. The user was explanted on (B)(6) 2022 and reimplanted with a mi1250 synchrony 2.

Event description:
The user present 3 months ago (ca. (B)(6) 2022) at the clinic due to bleeding from his right ear. It was also noted he had an open fistula over the implant body. A CT scan then revealed the posterior wall of the outer ear canal to be open, likely to due to necrosis, and the mastoid portion of the electrode was visible through the tympanic membrane. As per the clinic report, an extrusion of the electrode in the external auditory canal was observed. The physician believes the so called bleeding was secretion from the scar tissue inside the middle ear. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode extruded into the external auditory canal. The recipient has a history of diseases e.g. Necrosis in the external auditory canal which likely contributed to the reported issue. The device was explanted but has not been received for investigation yet.